Event description:
It was reported that syringe 1ml s/t w/ndl 27x1/2 rb needle is detaching from the syringe and leaking during use. The following information was provided by the initial reporter: material no. 309623; batch no. 9353357, unknown. It was reported that needle is detaching from syringe during injection, causing medication to spray everywhere. I use the bd 1 ml tb syringes with 1/2 inch bd precisonglide needle for my weekly allergy injections (I use 2 syringes each week). I have a prescription for them. One out of every 8 or so syringes is faulty and comes apart (the needle detaches from the syringe) as soon as I start injecting the fluid into my arm, which causes the fluid to spray everywhere. I always check that the needle is securely attached to the syringe before I start injecting, but some of them still come apart as soon as I start pushing on the plunger to inject the fluid. I just wanted to pass this information to you, as there seems to be a problem with the needle not fitting securely onto the syringe.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9353357 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9353357, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-19. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml s/t w/ndl 27x1/2 rb needle is detaching from the syringe and leaking during use. The following information was provided by the initial reporter: material no. 309623 batch no. 9353357, unknown. It was reported that needle is detaching from syringe during injection, causing medication to spray everywhere. I use the bd 1 ml tb syringes with 1/2 inch bd precisonglide needle for my weekly allergy injections (I use 2 syringes each week). I have a prescription for them. One out of every 8 or so syringes is faulty and comes apart (the needle detaches from the syringe) as soon as I start injecting the fluid into my arm, which causes the fluid to spray everywhere. I always check that the needle is securely attached to the syringe before I start injecting, but some of them still come apart as soon as I start pushing on the plunger to inject the fluid. I just wanted to pass this information to you, as there seems to be a problem with the needle not fitting securely onto the syringe.